Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a unknown sized sjm trifecta valve was implanted in 2017 on an unknown date. On an unknown date, the patient will be re-operated because of high gradients and severe aortic valve stenosis. The patient status was reported as unknown.

Manufacturer narrative:
An event of high gradients and severe aortic valve stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported event is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant or patient related factors could be confirmed from the information received from the field as information related to implant procedure and patient condition was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the available information, the root cause of the reported event of a leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 medical device problem code: 1153 code removed

Event description:
N/a.

Manufacturer narrative:
An event of high gradients and severe aortic valve stenosis was reported. The investigation found that all three leaflets contained calcifications, tears, and had fibrous thickening. There was circumferential pannus on the inflow surface which narrowed the inflow diameter. The tears were associated with calcifications. There was also pannus on the outflow surface of leaflet 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications and stenosis narrowing the inflow diameter could have contributed to the reported stenosis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.device return noted that the valve was a 21mm trifecta gt. H6: component code 4755 was removed. Code 527 was added. Investigation codes 4117 and 4119 were removed. Codes 3331, 10 and 4112 were added. Investigation finding code 3221 was removed. Code 3204 was added. Conclusion code 4315 was removed. Code 22 was added.